Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles and fill estimate issues. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was not currently using the pump and the customer declined troubleshooting with tandem's technical support.